Event description:
Breast implant illness starting 18 months after implant surgery. Symptoms include fatigue, brain fog, weight gain, hormone imbalances, adrenal fatigue, rashes, bloating, food sensitivities, ringing in ear, muscle weakness, joint pain, insomnia, dry eyes, ibs, candida, dehydration, liver problems, anxiety, and cold hands/feet. FDA safety report ID # (B)(4).